Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #19 (type ii bone). Primary stability was achieved. The clinician states the implant would not go down to bone level after using the final drill. The implant was removed and the final drill was used to re-perform osteotomy, but at this time the implant was loose in the site. The implant was removed on (B)(6) 2012. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.